Manufacturer narrative:
The reported event was confirmed based on the IFU, event, and reported product.. No sample was returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the IFU, states "caution: this product contains natural rubber latex which may cause allergic reactions." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a latex allergy, and was using the silicone coated foley catheter. The patient noted that the silicone coating came off during use, and believed she developed an infection and had a pungent smell as a result. No medical intervention was reported, however, the patient noted that she had a topical cream that she had been using.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a latex allergy, and was using the silicone coated foley catheter. The patient noted that the silicone coating came off during use, and believed she developed an infection and had a pungent smell as a result. No medical intervention was reported, however, the patient noted that she had a topical cream that she had been using.